Event description:
The user facility reported that during a patient procedure the padlock clip would not deploy. Additionally, user facility personnel used a padlock cip pro select which would not deploy resulting in the cancellation of the procedure. No report of injury.

Manufacturer narrative:
Steris has requested the return of the padlock clip subject of the event. Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The padlock clip is used for clip placement within the gastrointestinal tract and consists of a single-use clip within a delivery system. The clip component of the device is within a delivery housing which is mounted and secured at the distal tip on the outside surface of a flexible endoscope. A linking cable rests along the outside of the endoscope's insertion tube and connects the delivery housing/clip to a control handle and thumb actuator outside of the patient. The user depresses the thumb actuator to deploy the clip. The device subject of the reported event were returned to steris for evaluation; however, an exact cause could not be determined. The device history record for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. User facility personnel stated that there were no issues noted during their inspection of the device prior to use. Based on our investigation and similar events where the device was evaluated, improper handling by user facility personnel of the device and linking cable which is part of the mechanism to deploy the clip was likely the cause of the reported event. The instructions for use (IFU) includes the following statement about proper handling of the linking cable, "avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function." Additionally, the IFU includes instructions to inspect the linking cable for kinks prior to use, specifically, "inspect the entire padlock clip defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts). If damage is evident do not use this product and contact your local product specialist or customer service representative." No additional issues have been reported.